Manufacturer narrative:
Analysis confirmed the reported event; output connector assembly was broken. Analysis also found the lower case was broken and the wires were pinched. Display wires were pinched and the white wire insulation was compromised, the wire strands were cut. One case screw and display frame were contaminated. Main printed circuit board and keypad flex were corroded. It was noted the main seal was protruding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular port was broken. The external pulse generator was returned for repair and calibration. No patient complications have been reported as a result of this event.